Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose levels and ketones. The reported blood glucose reading was 480 mg/dl. The customer stated that she experienced nausea, fatigue, and was also pale. The customer was treated in the hospital, and her blood glucose levels were 85 mg/dl when discharged. Nothing further was reported.